Manufacturer narrative:
On march 2, 2021, the mentor failure analysis lab received the device for evaluation. On march 17, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline implant textured breast implant. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting a further physical evaluation of this covered device. Without the benefit of additional evaluation, no further conclusion as to the cause of the rent can be determined at this time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Lot# 64155 manufacturing date: october 1, 1991. Lot# 70842 manufacturing date: july 1, 1992. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 18, 2021, mentor became aware of the following erroneously omitted information in the previously submitted report: section d9. Device available for evaluation? Was erroneously left blank and has been updated. Manufacturer¿s reference number: (B)(4). Section d9. Device available for evaluation updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unspecified mentor saline textured implants and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. It is unknown which side was the impacted side, but it is known that the patient was implanted with two mentor siltex saline breast prosthesis, catalog# 354-2840m, lot# 64155 (left), catalog# 354-2845m, lot# 70842 (right). Should additional information be received confirming the impacted side, a supplemental report will be sent.